Event description:
It was reported during the davinci surgical procedure, the force bipolar instrument hinge came off and wiring exposed within cavity of patient. There was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a bent grip tip. The complaint was confirmed by failure analysis. Isi followed up with the initial reporter and obtained the following additional information: it was reported that the procedure was an inguinal hernia repair and that the loose cable was black. There was no instrument collision and no reports of fragments falling inside the patient's anatomy.